Event description:
The customer reported that the probe on the ortho provue analyzer hit the side of the sample tube, causing the probe to bend and leak. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the labels applied on the sample tubes were doubled with extra labels. The probe drip was a result of obstruction of a label inside the probe. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.